Event description:
Rptr has allergy to all latex glove products she has used. Problems began in 1991 where her hands were itchy, accompanied by hives after using the gloves. She switched to vinyl gloves in 1995, however, one year ago the rptr was standing near others using latex gloves and a rash appeared on her ears, stomach, neck and face, which turned a bright red. She took benadryl, which helped clear the problem. On one occasion, two years ago, while her teeth were being cleaned, the hygienist used latex gloves and the rptr developed a large blister on her lip.